Event description:
It was reported that as lvp 20d 2ss cv tubing had air in the line and came apart. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 20045928 it was reported opened pump to remove air in the line and the line snapped apart.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing snapping apart could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing had air in the line and came apart. The following information was provided by the initial reporter: material #: 2420-0007 ; batch #: 20045928. It was reported opened pump to remove air in the line and the line snapped apart.